Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc). The home patient (hp) was still connected. The baxter technical service representative (tsr) asked if any bag came undone, and the hp said no. The tsr explained the alarm and assisted the hp to clear the alarm. The hp will finish with manual bag. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report. The hp was contacted on (B)(6) 2010 and stated that he did not know what the cause of the alarm was. He talked to his nurse and was retrained. He stated that he never had the same problem again since this occurrence. The hp did not have the lot number available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 6/6 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The hp stated that he did not know what the cause of the alarm was. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).